Event description:
Additional information was received from patient who reported that the circumstances that led to the shock in their back was that they had not charged their battery in a while. They also stated they had fallen down the stairs a few months ago however, the shock was prior to the fall. They stated they were also laying on a heating pad that was near their lower back and implantable neurostimulator (ins). They had a doctors appointment and asked them about it and was referred to manufacturer. They stated they were told to contact the physician that did the placement of their battery and leads however, they have not contacted them yet. They reported they have not experienced a shock a few months. Patient reported the issue has not been resolved yet. They have begun using their stimulator more on a regular basis now. They state they have a slipped disk that is causing pain and shocks down their legs and the stimulator has been helping to ease the pain a little bit. They state if they turn the ins up more they wear out the battery and it takes a long time to recharge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pt said they have experienced at least 2 x while they are sleeping an electrical type of shock in the middle of their back from where the leads are from the spinal cord stimulator. The have been sing their scs at night to help with low back and leg pain for over a month now and don't use it during the day because the battery would be totally used up.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 31-may-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.